Event description:
The customer reportedthat a child was burnt by an exam light. The patient received treatment for a burn blister.

Manufacturer narrative:
According to the field investigation, the unit was missing the glass cylinder. The maintenance failed to reinstall the glass cylinder after replacing the bulb. In july of 1998 hill-rom identified this issue and sent customers a letter and label warning not to use the light if the glass cylinder is broken or not in place. The glass cylinder reduces the output of infrared light energy.